Manufacturer narrative:
H6: investigation summary the customer reported that the drip chambers were separating, and returned pictures of two 10013364t sets. The pictures verify the failure. No physical investigation was performed due to the samples not being received in the lab. The root cause can still be traced to an ongoing project with this material and lot number (manufacturing plant). The plant is working to address the solvent dispenser issue and to prevent further occurrences of this type. Device history record review for model 10013364t lot number 22089304 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd secondary administration set experienced IV set separation, and leakage. The following information was provided by the initial reporter: one of our nurses was in the middle of spiking a pre-medication ivpb and the tubing detached from the fill chamber. The drug was wasted and turned into pharmacy with the secondary still attached.

Event description:
It was reported that bd secondary administration set experienced IV set separation, and leakage. The following information was provided by the initial reporter: one of our nurses was in the middle of spiking a pre-medication ivpb and the tubing detached from the fill chamber. The drug was wasted and turned into pharmacy with the secondary still attached.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.